Event description:
A report was received from the affiliate indicating that during a coronary intervention, the balloon ruptured. The target lesion was the mid left anterior descending (lad). The lesion was a de novo and bifurcated lesion. The vessel was highly calcified and highly tortuous. There was 99% stenosis. A 3.0x23mm cypher sirolimus-eluting coronary stent was being implanted at the target lesion of the mid lad covering the first diagonal branch, which was 99% stenosed. Pre-dilation was conducted with a 2.5x20mm maverick balloon and then the cypher was delivered to the target lesion. When the cypher was inflated at the target lesion, the physician confirmed the balloon to be ruptured at 5-10 atm on coronary angiogram (cag). Therefore, the stent delivery system (sds) was retrieved from the patient and the stent was left at the target lesion. Then the stent was post-dilated with a 3.25x16mm fortis balloon, and the stent was confirmed to be fully dilated. The procedure was finished successfully. The product was clinically used and the product will be returned for analysis.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.